Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) on behalf of a healthcare provider (hcp) in a foreign clinical study reported a psychogenic decompensation by underlying psychiatric pathology as a complication at implant. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.